Manufacturer narrative:
This device was returned as a non-complaint product return (ncpr). It was scrapped by bsc, as the event had not been reported yet; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out of range shock impedance measurements greater than 145 ohms. The associated rv lead was taken out of service; however, this device remained in service at the time of procedure and was subsequently removed from service at a later date to an unrelated reason. No adverse patient effects were reported.

Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out of range shock impedance measurements greater than 145 ohms. The associated rv lead was taken out of service; however, this device remained in service at the time of procedure and was subsequently removed from service at a later date to an unrelated reason. No adverse patient effects were reported.